Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming will be done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing. It was also reported that some atrial events were falling into the blanking period. The rv lead and implantable pulse generator (ipg) both remain in use. No patient complications have been reported as a result of this event.